Manufacturer narrative:
Contrary to the initial report, the user facility confirmed that the serial number for the table subject of the event is (B)(4). Upon receipt of the user facility medwatch, we performed a review of our service records. This review identified that the user facility contacted steris on (B)(6) 2021 and reported "ac plate is damaged on the surgical table." The same day, a steris service technician arrived onsite to inspect the table and found the ac cord from the table was not fully plugged into the ac plate. The technician replaced the ac plate, tested the table, confirmed it to be operating according to specifications, and returned it to service. At the time of the inspection, the technician was not informed by user facility personnel of any patient or procedure involvement related to this service request. The reported event was attributed to a loss of power due to the ac cord not being properly plugged into the ac plate. When the main hand control did not respond to commands, user facility personnel should have utilized the auxiliary override system. The 3085 surgical table operator manual states (5-1), "the amsco 3085 sp surgical table is equipped with auxiliary override systems that can be actuated at any time and that will allow table operation in the event of primary control malfunction." The operator manual further states (7-1), "no power to pump motor; table will not articulate. - possible cause and corrective action table unplugged (electric-powered table only)-plug in." The technician counseled user facility personnel on the proper use and operation of the 3085 surgical table, specifically ensuring the table is properly plugged in. No additional issues have been reported.

Event description:
The user facility reported via user facility medwatch report # (B)(4) that during a patient procedure their 3085 surgical table stopped working resulting in a procedure delay. The procedure was completed successfully. No report of injury.